Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The issue was resolved by repeating the result. The customer declined a service visit for an investigation of the event. Due to the lack of information available, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg results for 1 patient sample on a cobas e 411 immunoassay analyzer. The date of the event is an approximation. The exact date the results were obtained is unknown. The initial result was approximately 20,000 miu/ml. This result was reported to the patient's physician, who questioned the result and requested that the sample be repeated. The repeated result was approximately 40,000 miu/ml. The repeated result was believed to be correct. The reagent lot number is 45406005. The expiration date is 31-may-2021.